Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign material at the distal end of the device. Additionally, due to the wear of the lock engagement lever, the up/down knob could not be locked securely, the air/water cylinder had no color, the scope cylinder had no color, the right/left knob had discoloration, the grip had a dent, the switch box had a discoloration, and the plug unit had a scratch. Due to wear of the forceps elevator wire, the forceps raising angle did not meet the standard value. Due to the damage on the forceps elevator wire, the fixing force of the guide wire did not meet the standard value. The cover of the light guide bundle was damaged. The light guide lens was cracked. The distal end was shaved. The adhesive around the light guide lens had discoloration. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope¿s bowden cable was defective at the albaran bend. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found at the distal end of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.